Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak from the cycler after treatment when removing the cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid also leaked from the cassette door. The pdrn did not know if there were alarms or warnings prior to or after the leak. The set lot number was unavailable. The pdrn was advised to have the patient call directly to troubleshoot and gather alarm history and supply information. The pdrn advised after a fluid leak for the patient to disregard using the cycler and to contact the on-call pdrn for advice on alternate treatment and to use the cycler for the next day's treatment, and call if they encountered any issues. Upon follow-up, the pdrn stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked out from the cassette door area. The pdrn stated it was unknown if the cycler prompted with any cycler alarms prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals the following evening to allow for the cycler cassette area to dry. The pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was no longer available to be returned for investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak from the cycler after treatment when removing the cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid also leaked from the cassette door. The pdrn did not know if there were alarms or warnings prior to or after the leak. The set lot number was unavailable. The pdrn was advised to have the patient call directly to troubleshoot and gather alarm history and supply information. The pdrn advised after a fluid leak for the patient to disregard using the cycler and to contact the on-call pdrn for advice on alternate treatment and to use the cycler for the next day's treatment, and call if they encountered any issues. Upon follow-up, the pdrn stated the patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It was unknown if he film on the back of the cassette was loose. Fluid leaked out from the cassette door area. The pdrn stated it was unknown if the cycler prompted with any cycler alarms prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals the following evening to allow for the cycler cassette area to dry. The pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.